Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise was observed on the right ventricular (rv) lead. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the noise previously reported resulted in oversensing.